Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a lifestream device for left subclavian artery stenosis. It was reported that during delivery of the stent to the distal side of the lesion, it was observed that the stent was allegedly not centered between the two marker points and had shifted significantly posteriorly. The operator then attempted to advance the balloon distally to reposition the stent between the markers but found that the stent could not be moved. The stent was subsequently withdrawn from the sheath, and the procedure was completed using another device. There was no reported patient injury.